Event description:
On (B)(6) 2025, a patient reported experiencing a hyperglycemic event. The patient stated the g7 sensor was displaying and alerting to low bgs however the user's finger stick reading was 500 mg/dl. The user treated the high bg with an insulin shot and went to urgent care, where the staff recommended removing the ilet and reverting to backup therapy. The patient's bg at urgent care was 384 mg/dl and dropping. The patient reported as being fine.

Manufacturer narrative:
The DHR review confirmed the ilet met all manufacturing specifications prior to release. The log review showed the ilet was performing to specification including alerting the patient of low glucose. The cgm trace shows bgs <70 mg/dl and the sensor triggering low glucose alerts. The user replaced their sensor on 6/1/25 without issue. The cause of this event may be attributed to the sensor however that cannot be confirmed.